Event description:
The initial reporter received questionable crep2 (creatinine) results from two patient samples tested on the cobas 8000 c702 module. Sample 1: the physician questioned the result prompting the rerun of the patient sample. On (B)(6) 2024, the initial result was 429 umol/l. On (B)(6) 2024, the repeat result was 110 umol/l. The patient report was amended. The field service engineer (fse) inspected the module and found the vacuum in one of the tanks was lower than expected. He then removed the vacuum tank and replaced the diaphragm seals. He noted a new pressure measurement for the tanks. He also removed and flushed the sample probes and adjusted the cuvette water fill level as overflow could be seen on the rinse assembly and nozzle. He performed a mechanism and precision check with acceptable results; qc was performed and the results were within specifications. The module was then used for routine operation the issue was not resolved. Sample 2: on (B)(6) 2024: the initial result was 236 umol/l. The repeat result was 81 umol/l.

Manufacturer narrative:
On the field service engineer's follow-up service visit, he found crusty build-ups on the ultrasonic mixers (usm). He cleaned the usm and replaced both sample probes. The reagent lot number was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation excluded reagent issues, as no further cases were reported. And correct reruns were performed with the same reagent. The investigation determined, the event was consistent with a hardware-related issue. After service, no further issues were reported, by the customer. The investigation determined, the service actions resolved the issue.